Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-feb-2016, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving dilaudid (hydromorphone) of unspecified concentration at a dose rate of .2775 mg/day via an implantable pump for spinal pain. It was reported that the patient was having pump issues. It was noted that the patient has called the manufacturer previously with the same issues. It was indicated that the patient stated that in the time he has had the pump/since implant, it has caused him to have migraines, inability to urinate or ejaculate, anxiety, depression, and has never helped his pain. They read the pump and logs and no issues were found. Environmental/external/patient factors that may have led or contributed to the issue were unknown. The physician was discussing weaning and removal. It was further reported that the patient has been to multiple physicians and his last managing physician left town quickly without giving him any information to contact another physician to manage. The patient has had morphine and dilaudid in the pump (drug concentration, dose rates, and therapy dates not specified) and it was stated that he was never managed well and that he called into the manufacturer¿s patient services multiple times and was never given any assistance. Refer also to MFR report # 3004209178-2017-26304 regarding alternate event. The company representative had no further information and the physician was still unsure if and when a pump removal would occur. It was noted that all information was from speaking with the patient who was quite angry and frustrated with his entire pump experience. The issue was not resolved at the time of the report. No surgical intervention occurred nor was planned. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was noted as having been requested but was unknown / would not be made available. It was indicated that the healthcare provider had no further information on the event. No further patient complications have been reported as a result of this event.